Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent if add'l pertinent info is received.

Event description:
The event is reported as: complaint alleges that the neptune heater caused artifact on the monitor. Complaint states that the problem was resolved when upgraded to the neptune with the phillips patch.